Manufacturer narrative:
The sureform 45 white reload was received and failure analysis investigation was completed. The stapler reload was placed on an in-house system along with an in-house sureform 45. The reload fired successfully. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The sureform 45 stapler instrument was also received for failure analysis evaluation. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues on 2 of 2 attempts. The instrument fired successfully using a sureform 45 white reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape .a review of the logs was attempted but no logs were available. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The stapler logs for this procedure were reviewed. The logs show a sureform 45 stapler instrument (part #480445-06, lot #k11260305-0012) was installed on the system 1 time and fired 1 sureform 45 white reload. On the only install, the first clamp was successful, and the firing was completed with 2 pauses for compression. The instrument was successfully unclamped, removed, and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci assisted radical prostatectomy with lymphadenectomy, a sureform 45 stapler instrument fired a sureform 45 white reload which resulted in an incomplete staple line. The customer reported that they did not receive an error message during this event. When the stapler instrument was removed from the tissue, unformed staples were observed. The staples were reportedly applied half of the expected length and resulted in tissue being cut open without fully formed staples. It is unknown what surgical intervention (if any) was rendered due to the complication. This was the only stapler reload fired during the procedure which was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.